Event description:
I don't feel comfortable disclosing medical information to a place that will hold it against me and fight for the product manufacturer in court. Outside of my medical problems I have a device implanted in me that has a lot and reference number that doesn't exist or didn't at the time of my surgery. And no one can tell me what mesh I even have in me for certain since my paperwork and the lot and batch number don't match up to anything. This is just one of my problems with this ptfe deteriorated product that I'm presuming is counterfeit. The way this country and government seem to work and be I'll be on dialysis and dead and justice won't be a thing that happens before or after that happens.